Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve was being evaluated for treatment with a transcatheter valve in valve implantation. Implant duration and type of valve failure were not provided. Intervention has not yet been performed or scheduled. No additional information was provided despite multiple follow up attempts with the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative: report of a patient with an implanted aortic valve for an unknown implant duration, and now being evaluated for implantation of a transcatheter heart valve inside the subject device. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. Despite multiple follow ups with the healthcare provider, no additional information was provided at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.